Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the infusion site (leg) causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.